Event description:
It was reported that during a procedure of the critical 99% stenosed vessel with timi-2 distal flow of the native left circumflex and obtuse marginal arteries, a balance middleweight guide wire was delivered and an attempt to direct stent with a 3.0 x 23 mm multi-link zeta stent delivery system (sds)was made, but the sds could not cross the lesion. During removal of the sds from the anatomy, the shaft broke at the hub. The sds was removed from the anatomy without incident. There was no reported clinically significant delay in the procedure due to the device issue. A second device was used in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned zeta stent delivery system (sds) noted blood visible in the guide wire lumen, on the stent implant and on the balloon, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The hypotube and jacket were separated 14.8 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There were two kinks 7 mm and 2 cm proximal to the separation and two kinks 1 cm and 3 cm distal to the separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily tortuous which likely contributed to the reported difficulty as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. It is likely that as resistance was encountered during advancement of the sds, the hypotube was manipulated such that the hypotube ultimately separated. It was reported the sds was removed separately. It should be noted the coronary stent system multi link zeta rapid exchange (rx) and over the wire (otw) instructions for use states: do not retract the delivery system into the guiding catheter. Position the proximal balloon marker just distal to the tip of the guiding catheter. Advance the guide wire into the coronary anatomy as far distally as safely possible. Tighten the rotating hemostatic valve to secure the delivery system to the guiding catheter; then remove the guiding catheter, guide wire and delivery system as a single unit. A search of the lot history record indicated no non-conforming material reports for the lot and a search of the complaint database indicated no other incidents, there is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). It was reported the lesion was not pre-dilated prior to use which may have contributed to the reported difficulty. It should be noted the coronary stent system multi link zeta rapid exchange (rx) and over the wire (otw) instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.